Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that micu nurse stated they were trying to fill the arctic sun device, but it was not taking water. Had them attempt to empty pads first, but they stated no water appears to be moving. Disconnected pads and tried to fill again. They can hear the pump engage, but water was still not moving. They also noted there was mold in the fill tubing. Described cleaning solution that should prevent this issue. They confirm they have another device. Recommended sending this one to biomed and replacing.